Manufacturer narrative:
Although the exact patient age is unknown, it was reported that the patient is between the ages of (B)(6). Although the exact event date is unknown, it was reported that the procedure was performed within the years of 2004 and 2009. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the patient sustained vaginal burns due to water spilling into the vagina. The burns were treated conservatively; however, the exact treatment administered was not provided. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.